Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer complained of discrepant high results for 1 patient sample tested for lipc lipase colorimetric (lipc) on a cobas 8000 c (701) module. The initial lipc result was 68.8 u/l. A 2nd sample from the patient was tested and the results were 742.2 u/l with a data flag and 998.8 u/l. Both the 68.8 u/l and the 998.8 u/l result were reported outside of the laboratory. The result of 998.8 u/l was questioned. The initial sample was repeated and the result was 58.9 u/l. The 2nd sample was repeated and the result was 59.2 u/l. All results were from the primary tube of each sample. There was no allegation that an adverse event occurred. The lipc reagent lot number was 32388001 with an expiration date of 31-oct-2018. The calibration and qc data provided by the customer appear to be acceptable. On 01-jun-2018 the field service engineer (fse) visited the customer site. The customer was also having issues with calcium, urea and uric acid results. No specific details were provided related to these results. The fse identified a tear in the naohd tubing at the rinse station. The fse replaced the tubing. The customer has not had any further issues since the tubing was replaced.

Manufacturer narrative:
The investigation determined that the tube issue found by the fse was the root cause of the event.